Event description:
The customer reported via phone call that their sensor had repeated low alarms. The customer reported they were unable to cancel the alarm. Customer also stated the alarm would wake them up every 10 minutes, leading them to disconnect from the sensor. Customer's blood glucose was around 50 mg/dl. The customer has treated their blood glucose with orange juice. Customer also believed they may have over compensated with a bolus, causing them to have low blood glucose. Customer was advised against calibrating their sensor after a high or low event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.